Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, on the first firing, the handle was stiff and was unable to fire. A new device was used to resolve the issue and complete the case. There was no patient injury.